Event description:
It was reported that the patient no longer felt the stimulation from the implantable neurostimulator (ins) but did feel ¿shocks¿ when the device was on. It was noted that the issues had been going on for approximately 1 or 2 weeks. Impedance testing showed that all electrodes were >10,000 ohms when measured at all amplitudes. X-rays were ordered but the results were unknown. No additional diagnostics or troubleshooting were performed but will be performed in the future. The patient was not using the stimulation from the ins at the time of report and the issue was not resolved. The cause of the issue was not determined. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ there were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had fallen down the stairs in (B)(6) 2014, which had caused the implantable neurostimulator (ins) to break. The patient's healthcare provider (hcp) had replaced the ins on the friday prior to the date of this report. Additionally, one of the patient's leads was off, but the patient had scar tissue, so the hcp left the lead and did not replace it. After meeting for reprogramming after the procedure, the patient felt 150 percent better. Both of the patient's legs were completely even and the patient was able to walk and bend over.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the revision had been performed on (B)(6). During the revision a multi-lead trialing cable (mltc) was used to test the lead impedances, and it was found that the leads were no longer "both completely out of range." There were 3 contacts that had remained out of range, but "terrific coverage" was attained with the remaining contacts. The patient was programmed on (B)(6), after the revision and the patient had "almost cried she was so happy with the coverage."

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).